Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing syringe assy (rohs) part number 7-77650-06, 7-77650-105 which contained crystals around the plunger and inside the housing of the part. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Note: this same event was also reported in manufacturer report number 3002809144-2018-00371 against a second suspect medical device. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) igg result on the architect i2000sr analyzer. The following data was provided (s/co): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing syringe assy (rohs) part number 7-77650-06, 7-77650-105 which contained crystals around the plunger and inside the housing of the part. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.